Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.

Event description:
Patient had test result of 220 mg/dl at bedtime and injected based on result. One hour later, patient experience hypoglycemia with a test result of 33 mg/dl.